Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a discomfort to his left foot, burning sensation in the right thigh, and inadequate stimulation. The trial lead was pulled out. No further information has been obtained despite good faith efforts.